Event description:
Upon further review, event of "implant was flipped¿ (malposition) is assessed as minor in severity and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 h6 h11. Upon further review, event of "implant was flipped¿ (malposition) is assessed as minor in severity and will be unreported. Please disregard imdrf code of a150202 malposition. Laboratory analysis summary the device related to the reported event of capsular contracture and malposition was received on july 15, 2025, with lot number 3585035. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "contractor". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "contractor". Later healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported "any creases", "implant was flipped¿. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ flipping: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on the device. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional further reported singulair was used as treatment for the capsular contracture grade iii.

Manufacturer narrative:
Corrected data: b5 b7 h6.